Manufacturer narrative:
Upon visual inspection, the mix chamber lid was found to be broken/fractured. The device was discarded by the manufacturer.

Event description:
It was reported that during a vertebroplasty the lid from the autoplex system broke causing cement leakage. It was reported that this caused a delay in the procedure greater than 30 minutes. The procedure was completed successfully utilizing back-up equipment. No medical intervention or adverse consequences were reported with this event.